Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for foreign matter (in syringe) due to unknown lot number. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, foreign matter in syringe) was captured and addressed appropriately. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.5ml 31ga 6mm 10bag 500cs had foreign matter inside the vial. This was discovered after use. The following information was provided by the initial reporter: material no. 324911 batch no. Unknown. It was reported that there are particles inside insulin vial when using bd syringes. Verbatim: consumer reported that there are white particles floating inside of his insulin vials. He said the issue occurred with 2 vials and he brought one of the vials to his pharmacy and they sent it for testing. When the results came back the pharmacist told him that the particles are from the medical grade silicone that is in the syringes. Consumer was concerned that his insulin would be contaminated. He said he did not notice any liquid on the needles or in the syringes before inserting the needle into the vial. Samples and packaging have been discarded, consumer is using a new box of syringes and did not notice any changes in the insulin.